Event description:
It was reported that during a surgical procedure at the user facility, the device was overheating. Back-up equipment was used to complete the procedure. No delay, no adverse consequences and no medical intervention were reported.

Manufacturer narrative:
During the device eval, the motor was found to have a winding short, which is a possible cause of overheating.